Event description:
Patient in surgery in 2007 for breast reconstruction, at request of patient he removed port. However, upon opening port pocket, there was no tubing connected to the port access device. Patient had surgery approx nine months later, for retrieval of fractured catheter.